Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the customer had a motor error alarm and a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 400 mg/dl. Customer's wife stated that the customer's blood glucose was high due to the pump not working. Customer gave himself a shot to treat. Caller stated that the drive support cap appears normal. Customer was advised to disconnect from the pump. Caller stated that the pump was stuck in a loop. Caller stated that they are unable to rewind the pump. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.